Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. It was noted that there may have been an occlusion. Customer's blood glucose reading at the time of the call was 295 mg/dl. Customer also mentioned wearing the insulin pump during a CT scan and being in the hospital due to a non diabetes related issue. No further information reported.